Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. No ramping numbers noted on the display. The insulin pump has cracked reservoir tube lip, cracked on display window and cracked case near the display window corners noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated she was outside in the heat and was wearing the insulin pump close to her body; she pressed the act button and received the alarm. Blood glucose value was 126 mg/dl. The customer also stated the numbers on the screen started scrolling when trying to deliver a bolus. Blood glucose value was 200 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.